Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient had an infection in the pocket. The device was removed and the pocket healed up and the device was re-implanted again in the same pocket. Following this the patient came back with infection in the same pocket. The physician explanted the device due to allergic reaction. Infection was ruled out by (B)(6). No further patient complications have been reported as a result of this event.